Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was received at zoll medical corporation. The reported problem was verified. The root cause was traced to the ECG shield top and bottom side of the analog board. The board and shields was replaced to resolve the issue. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.